Event description:
It was reported that during an unknown procedure the patient was brought back due to small bowel leak. Doctor used a tlc stapler along with blue reloads during a small bowel case. The patient had a leak in post op, surgeon brought back to fix leak.

Manufacturer narrative:
(B)(4). Date sent 12/12/2023. B3: only event year known: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: would the account like a call with ethicon? If yes, please provide 3 dates and times that the account would be able to have a call. Are the staplers being sent back from one patient or the multiple patients? Please know that each device used in each procedure needs it own separate product complaint number. Please let us know how many tlc75¿s were used in each patient. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the device was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/18/2024. Additional information received: are the staplers being sent back from one patient or the multiple patients? This is for one patient. Please know that each device used in each procedure needs it own separate product complaint number. Yes. As I receive complaints I report from the hospital, I report them individually. Please let us know how many tlc75¿s were used in each patient. Was a leak test performed? If so, what type and what was the result? Unknown. Was the staple line visualized endoscopically during the initial surgical procedure? Unknown. How many days postoperative did the leak occur? Unknown. How was the leak identified? Unknown. What was observed at the site of the leak upon reoperation? Unknown. How was the leak addressed? Patient was brought back for a reoperation. Were there any issues experienced with the device in the initial surgical procedure? Unknown. Does the surgeon believe the device was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Unknown.